Manufacturer narrative:
Product analysis: an ht70 ventilator was returned to covidien/ medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified in the diagnostic logs; however, it could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine check-up, the ht70 ventilator will intermittently generate a device alert and system error at power up or after power-on self-test (post). The ventilator was not in use on a patient at the time of the reported event.